Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade tmzf. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's primary left hip via posterior lateral approach was being revised due to chronic dislocation anteriorly due to soft tissue damage and taper corrosion. The head and liner were revised. The stem remained implanted.